Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad and three resolute onyx stents were implanted into the cx. It was reported that grade e dissection occurred in the 2nd obtuse marginal. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.

Manufacturer narrative:
Additional information: the dissection was treated with implantation of 2 further stents at the end of the procedure. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.